Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.

Event description:
The MFR rep reported the pt experienced uncomfortable stimulation and shocking; unable to get relief. The pt was seen in the hcp office. Impedances were greater than 4000 ohms. The rep tried reprogramming with little success. The stimulation remained "heavy" in areas not needed and ineffective in areas that were previously effective. The device was returned to the MFR for analysis.